Event description:
Same case as MDR ID: 2134265-2014-05248. It was reported that a rotawire fracture occurred. The stenosed target lesion was located in the mid left anterior descending artery. A 1.75mm rotalink¿ burr and 330cm rotawire¿ and wireclip¿ torquer were used to treat the target lesion. During procedure, when the distal part of the rotawire reached the septal branch, the rotawire was fractured by the rotaburr during ablation the 3-4cm fractured rotawire was left inside the septal branch. A planned stenting procedure was done using a 2.5x13mm, 2.5x29mm, 3.0x33mm non bsc stents. It was reported there was an unknown complication with the patient; however, the patient has since been discharged.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).